Manufacturer narrative:
Additional information received ambulatory infusion pumps/cadd solis vip pumps - 2120 that that alarm complaint of air in line after priming line occurred during testing.

Event description:
Additional information received generating follow up report.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device error 'air in line" message was duplicated. The customer reported condition was confirmed. Based on the evaluation there was a faulty air detector. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 had a air in line alarm after priming-no air in line. No adverse patient effects were reported.